Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 42 mg/dl at the time of the event and was treated with food and glucose tablets. The customer was experiencing low blood glucose for a week. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer does not alleged that the insulin pump was over delivering. The customer reported insulin dripping or squirting from end of set before connecting at their site. The customer reported that the insulin pump was not worn during a medical procedure / test around an MRI. The customer changed the set and stated that it beeped all day. They pulled the site and the site was bent, so the customer changed the set, and the new set was still beeping. The insulin pump will not be returned for analysis.